Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a customer called for service due to a smell. The patient scan was finished with no patient injury. Upon receipt, the coil was inspected it was confirmed that there was one spot on the inside patient surface above the bridge at the top of the patient bore that was discolored from heat caused by one of the dd boards that failed.

Manufacturer narrative:
Patient information was requested but is unknown. The investigation by ge healthcare has been completed. A specific, definitive root cause could not be concluded. Given the age of the coil and the failure mode location visual appearance, the most likely root cause is fatigue over time which led to capacitor failure. No systemic issue was found. The mr750 rf body coil was replaced. The system is back in specification and was turned over to the customer.